Event description:
The "helium gas leak" alarm sounded from the system pump and the iab leaked. Blood was noted in the catheter. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 10/21/96. Pt's current status: unk-rpt'd 10/21/96.